Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer requires maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 had failed. A field service engineer replaced the board to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.